Event description:
The reporter stated that the keypad buttons required multiple button presses in order to elicit a response. In addition, the reporter also stated that the ok keypad button was the hardest to respond to button presses. The reporter also indicated that the pump was not exposed to moisture and that the patient wears the pump on her waist attached to belt. The reporter also stated that the patient does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 10/20/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.